Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient was hospitalized on (B)(6) 2019 due to for 14 days the stoma was red and the patient had increasing pain on the left side of the stoma. In the emergency department, blood and urine were taken. Results unknown. No information regarding therapeutic measures.